Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection and necrosis and that the implantable pulse generator (ipg) was exposed from the pocket. The ipg was removed and replaced. Debris tissue was being cultured. No further patient complications have been reported as a result of this event.